Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform, basic occlusion test, occlusion test, prime test, excessive no delivery test operating currents, self test, a21 error test and off no power test due to physical damage to case also, unable to verify motor error alarm and e70 alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case. The insulin pump was missing the end cap sticker. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's mother stated that the insulin was squirting during priming. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother stated that there was a crack on the reservoir chamber. The customer's mother stated that the drive support cap was sticking out. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.